Event description:
Patient was experiencing pain in her medial right breast. She went for surgery and the surgeon reported the breast implant was folded, rippled and had involution. He found weakened and extremely thin areas that put the patient at risk for rupture of the implant. The implant was removed and replaced. Patient tolerated the procedure well.